Manufacturer narrative:
The date of event has been used for this field. Bd received the instrument from the customer facility for investigation. The instrument was evaluated and the customer's indicated failure mode with the incident lot was not observed.

Event description:
It was reported that bd sedi-40 esr instrument¿s mixer wasn¿t working, and rejecting samples with an llo error. No serious injury or medical intervention reported.